Manufacturer narrative:
Updated data. B5. Second paragraph e. Initial reporter email address medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, worsening left bundle branch block (lbbb) was noted. The pre-implant electrocardiogram (ECG) identified atrial fibrillation (afib) with a qrs of 122 milliseconds (ms). The 2-hour post-operative ECG showed afib, a qrs of 186ms with slow ventricular response with premature ventricular contraction (p vc)/aberrantly conducted complexes. The 24-hour post-operative ECG had a qrs of 188ms and the -hour post-operative ECG had a qrs of 180ms. A direct current cardioversion (dccv) and the implant of a permanent pacemaker were required two days following the implant of the valve. The lbbb was reported to be resolved. The event required prolongation of hospitalization. No additional adverse patient effects were reported. Additional information was received that clarified the patient had afib at baseline. Following the cardioversion during permanent pacemaker implant, the patient remained in afib with normal sinus rhythm. No adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, worsening left bundle branch block (lbbb) was noted. The pre-implant electrocardiogram (ECG) identified atrial fibrillation (afib) with a qrs of 122 milliseconds (ms). The 2-hour post-operative ECG showed afib, a qrs of 186ms with slow ventricular response with premature ventricular contraction (p vc)/aberrantly conducted complexes. The 24-hour post-operative ECG had a qrs of 188ms and the -hour post-operative ECG had a qrs of 180ms. A direct current cardioversion (dccv) and the implant of a permanent pacemaker were required two days following the implant of the valve. The lbbb was reported to be resolved. The event required prolongation of hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Concomitant product ID d-evolutfx-34; product lot 0011454415; product type: 0195-heart valves; product ID l-evolutfx-34; product lot 0011465766; product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.